Event description:
Consumer alleges that the left rear wheel locking system was engaged, he allegedly received an error message, and he alleges that he was stuck in a parking lot. The chair allegedly would not move if he put it in drive, 1, 2 or 3. Consumer also alleges that he did not receive a manual with his chair. No injury is alleged.

Manufacturer narrative:
No (B)(4) has been initiated for this issue. Model tdxsp power chair - serial number/date (B)(4) is approximately 6 months old. The user manual part number (B)(4) was not issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.